Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cd infusion set after a supply change; glucose readings remained elevated with a highest reported value of 331 and persisted out of range for approximately four hours, then began to decline after a fingerstick value of 321 mg/dl was manually entered into the pump and automated dosing continued. Symptoms included fatigue and increased urination. Outcomes included no need for medical intervention and non-medical assistance from a family member. Investigation included a review of alert history and troubleshooting education. Investigation of this case revealed no device alerts correlating to a malfunction and no specific device component issue identified; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.